Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
A revision surgery was performed on the glenoid baseplate due to complete loosening with breakage of central and peripheral screws. This was atraumatic and per surgeon was likely secondary to incomplete seating of the baseplate at the primary procedure,